Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing without duplicating the report. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "internal error occurred - system reset required" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.